Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone indwelling foley catheters were receiving resistance at the end where the balloon sits at the tip of the catheter. The catheter did not want to come out as if the balloon was not deflated, but it showed it was. Per follow-up information received on 12apr2024, this was their documentation from the patient's chart. The catheter was still in place. Customer had made a urology appointment for the patient on (B)(6) 2024. In with attending nurse earlier to replace indwelling catheter. Deflated balloon and began to remove catheter. Resistance met at tip of deflated balloon. Indwelling catheter bardex ngfr0597, 14/10 silicone. Notes reveal that catheter was placed (B)(6) 2024. Customer called the manufacturer to see if there was guidance in removing this catheter. Manufacturer recommended deflating the balloon 2 times and attempting to remove catheter. Alerted company that this was done and was recommended to contact the medical provider. Customer called to spaulding (releasing facility) to determine if there had been difficulties with the catheter. They stated that they had to place a 14 fr because the 16 fr would not place. Stated that they placed a silicone catheter because the standard catheter would not place. Customer stated that they would maintain current catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the silicone indwelling foley catheters were receiving resistance at the end where the balloon sits at the tip of the catheter. The catheter did not want to come out as if the balloon was not deflated, but it showed it was. Per follow-up information received on 12apr2024, this was their documentation from the patient's chart. The catheter was still in place. Customer had made a urology appointment for the patient on (B)(6) 2024. In with attending nurse earlier to replace indwelling catheter. Deflated balloon and began to remove catheter. Resistance met at tip of deflated balloon. Indwelling catheter bardex ngfr0597, 14/10 silicone. Notes reveal that catheter was placed (B)(6) 2024. Customer called the manufacturer to see if there was guidance in removing this catheter. Manufacturer recommended deflating the balloon 2 times and attempting to remove catheter. Alerted company that this was done and was recommended to contact the medical provider. Custpmer called to spaulding (releasing facility) to determine if there had been difficulties with the catheter. They stated that they had to place a 14 fr because the 16 fr would not place. Stated that they placed a silicone catheter because the standard catheter would not place. Customer stated that they would maintain current catheter.